Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the reservoir compartment¿s retainer ring was loose. It could not securely lock the reservoir in. The customer¿s blood glucose level was unknown. No further details were given. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with missing retainer, missing reservoir tube o-ring, scratched case, broken reservoir tube lip, faded serial number label, pillowing keypad overlay, and minor scratched lcd window. We were unable to perform the displacement test due to missing retainer.